Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
A nurse reported " 3 day old PICC leaking between purple hub and metal/plastic hub." A new PICC was placed for continuation of prescribed therapy. There was no patient harm.